Event description:
A nurse reported that during a procedure, the phaco tip was not working well and a large number of shiny metallic fragments were released from the tip inside a pt's eye. Most of the fragments were removed, however, there were some noted to be stuck between the iris folds and creases. The case was completed w/o harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).